Manufacturer narrative:
Continuation of concomitant medical products: product ID: 3057, lot# unknown, product type: screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: , UDI#. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens). Patient thinks the lead may have moved; they also said they were sore. Two days later, patient mentioned needed to drink more water because they were dehydrated. They also mentioned the lead wires may have moved or migrated. As a result of what was reported, they were advised to consult their healthcare provider (hcp). No further patient complications have been reported as a result of this event.